Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented due to shortness of breath and chest pains. Further evaluation revealed this right ventricular (rv) lead was exhibiting high pacing thresholds that resulted in loss of capture. The rv lead was found to have perforated, so a revision procedure was performed. The lead was successfully repositioned and remains in service. The patient does have an underlying rhythm. No additional adverse patient effects were reported.